Event description:
The report indicated that immediately after going on bypass, the clinician observed a high pressure gradient of 300 mmhg. The pt was cooled to 22 degree c and the pressure gradient dropped to 250 mmhg, but subsequently rose again to 300 mmhg. The device was changed out with no reported pt compromise.